Manufacturer narrative:
The insulin pump was received with a severely scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. The bolus wizard was functioning properly and no bolus wizard history anomaly was noted during testing. The insulin pump was functioning properly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had bolus anomaly and physical damage. The blood glucose at the time of the incident was 163 mg/dl. The customer complained that the bolus wizard would save her blood glucose level longer than twelve minutes but it should save it up to twelve minutes. The customer stated that the insulin pump had a cracked reservoir window and multiple scratches on the lcd screen which sometimes made it difficult for the customer to read the screen. Troubleshooting was not able to resolve the issue. The device was returned for analysis.